Manufacturer narrative:
Retention and returned devices were tested with quality control cutoff standard (20miu/ml hcg urine). All devices were read at 3 minutes and yielded expected positive results. Manufacturing batch records of the final-product, relevant product components, and quality control release data were reviewed. No relevant non-conformances, deviations, or abnormalities were found. All quality control specifications were met. Retention and returned products performed as expected during in-house testing and could not replicate the reported complaint. Complaints are tracked and trended on a monthly basis. Case details indicate the patients hcg serum concentration was 27 miu/ml. However, a late morning patient urine sample was used with this test. Per the package insert, very dilute urine specimens, as indicated by a low specific gravity, may not contain representative levels of hcg. If pregnancy is still suspected, a first morning urine specimen would be collected 48 hours later and retested. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2019, it was reported that the patient presented to the facility to confirm the positive result on an at-home pregnancy test. A urine sample was tested on the consult hcg urine/serum combo test and a negative result was obtained. Confirmatory bloodwork was done on the same day and the results of the serum quant were 27miu/ml. The patient was not treated based on the questionable negative result and no adverse events occurred. Troubleshooting was conducted with the customer. The customer was advised that possible causes including technique, storage, and handling. It was also advised that per the pi's limitations section, the test is designed to detect down 20 miu/ml hcg in urine and the physician is to consider the hydration status of the patient when interpreting the rapid test result, which is to be used in conjunction with symptoms and other laboratory findings.